Event description:
It was reported the video system center had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the reported issue was likely due to a circuit board failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.